Event description:
It was reported by service report that the height adjustment racks were bent, preventing the cot from locking in position properly and raising/lowering properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.